Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in hardware backup mode without defibrillation support. The device could not be restored to normal function. Device replacement was recommended. No further information is available.